Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator (tt-illum) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 12, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Table top (tt) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tt illuminator was installed into a calibrated system. There was no system message during or after the boot-up sequence. The sample was then functionally tested. The reported event could not be replicated and the returned tt illuminator was found to meet specifications. Root cause: the root cause of the reported event cannot be attributed to a table top illuminator, as the returned sample met product specification. The root cause of the reported event is inconclusive. (B)(4).

Event description:
A clinical engineer reported that prior to a procedure, the system light burnt out. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).